Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Event date is estimated.

Event description:
This is filed to report the recurrent mitral regurgitation (mr) requiring intervention. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2021 to treat severe mitral regurgitation (mr). Two mitraclips were successfully implanted reducing the final mr to a grade of 1-2. During a routine transesophageal echocardiogram (tee), the mr was noted to have increased to a grade of 3-4. The implanted clips were stable on the valve and there were no device malfunctions or leaflet damage noted. Two mr jets appeared to be medial of the first implanted clip and lateral to the second implanted clip. The patient was asymptomatic, and the physician believes the increased mr was a result of the patients increased ejection fraction (ef) after the initial mitraclip procedure subsequently leading to left ventricular (lv) remodeling. The patient was treated with diuretics. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported mitral regurgitation (mr) appears to be due to worsening patient condition. The reported mr as listed in the instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported medication and test results are the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.